Event description:
On (B)(6) 2014, the reporter contacted animas alleging an inaccurate delivery issue. It was reported the patient¿s blood glucose on the same day was between 250 and 499 mg/dl with no reported signs or symptoms. The reported health event does not qualify as a serious injury. No additional information was provided and troubleshooting was unable to be completed. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1 date of submission 12/01/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no abnormal pump behavior; data relevant to the complaint was overwritten due to continued pump use. The pump¿s total daily dose record was appropriate for the user programmed deliveries. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.